Event description:
This is filed to report incomplete coaptation. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+, a prolapse, tethering, and a flail. An xtw clip was inserted and deployed on the mitral valve. It was noted three attempts to grasp were performed before a successful mr reduction. However, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was deployed laterally and successfully implanted, reducing mr to a grade of 2+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported inability to grasp the leaflets appear to be due to patient anatomy. The cause of the reported incomplete coaptation cannot be determined. The reported medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.